Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina and restenosis. The index procedure treated the 85% stenosed, 3.0x13mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of brachytherapy and the placement of a 3.0x32mm taxus express2 stent used for bailout treatment, due to suboptimal brachytherapy treatment revealed in angiography showing some sluggish fill with some distal stenosis resulting in 9% residual stenosis and timi 3 flow. The patient was discharged the next day. In (B) (6) 2008, the patient presented with complaints of angina and an abnormal stress test. Angiography revealed: -lad, significant stenosis involving the proximal segment of the stent -rca, total occlusion -core lab report dated the same day noted 75% stenosis in the mid lad. Treatment of the mid lad lesion consisted of pre-dilatation with an unspecified balloon, the placement of a 3.5x13mm non-bsc stent and post dilatation with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.